Event description:
It was reported that occlusion alarms occurred. Reportedly, the customer was not following the proper cartridge fill process. Tandem customer technical support educated the customer to follow the proper cartridge fill process. Customer changed pump supplies to address the issue. There was no adverse impact to customer¿s blood glucose level.